Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The customer threw out the estradiol pack and loaded a new pack of the same lot and calibration, and qc failed.

Event description:
There was an allegation of a questionable elecsys estradiol iii result from the cobas e 411 analyzer (rack system) for 1 patient. The initial result was >3000 pg/ml, accompanied by a data flag. After a 1:10 dilution, the result was 30,000 pg/ml, accompanied by a data flag. The patient's previous result on (B)(6) 2026 was 2668 pg/ml, and the current result was anticipated to be lower. The initial result was questioned as it did not match the patient's clinical picture.